Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer was almost unconscious with a blood glucose reading of 1.0 mmol/l. The customer's husband gave her honey and her blood glucose reading was 1.8 mmol/l when the paramedics arrived. Prior to the event, the insulin pump alarmed motor error multiple times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.